Event description:
It was reported to st jude medical that the pt presented to the hosp with af. Atp was ineffective and the pt was externally rescued. The pt evidenced asynchronous pacing on the external monitors and the device would not interrogate. The decision was made to explant the device.